Event description:
It was reported that customer experienced recurring issue where cartridge consistently developed air bubbles during use. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.